Event description:
It was reported that the patient presented post-implant procedure for follow up. Upon device interrogation, loss of capture was observed. X-ray imaging showed that the device had dislodged into the right pulmonary artery. It was noted by the physician that the device may have not engaged the myocardium adequately during fixation. The device was explanted and replaced. There were no patient consequences.